Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. A manufacturer representative returned to the site and could not replicate the issue. System is operational.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera cart disconnected, and the camera was not functioning. The system was restarted, and the issue was resolved. There was no patient present when this issue was identified.